Event description:
It was reported that the device had a broken and missing pin, in an area that would be proximal to the patient and surgical field.

Manufacturer narrative:
(B)(4). The product analysis determined that the wire inside the forceps is broken. Some torsion marks are visible on this wire. There is no fragment missing. The forceps is globally deteriorated. The monopolar pin is broken and missing. However, this part is not in patient contact, the risk is very low. The rupture of the wire is in all likelihood linked to the wear of the forceps, with an important use in torsion. The general deterioration of the instrument is due to its age (11 years). The monopolar pin probably broke because of a fall or an excessive effort. (B)(4).